Manufacturer narrative:
The insulin pump powered up properly after battery installation. The operating currents are within specification. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies, failed battery test, battery out limit alarms or weak battery alarms noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept shutting off. The insulin pump alarmed battery out limit, weak battery, and failed battery test. Customer's blood glucose level was 420 mg/dl. The customer treated her blood glucose level with a manual injection. The insulin pump did not alarm failed battery test after troubleshooting. The insulin pump had tiny cracks on the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.